Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds, diaphragmatic stimulation, and phrenic nerve stimulation. The lv lead was capped and a previously implanted redundant lv lead was uncapped and used in it's place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.